Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that the keypad buttons were unresponsive after a recent battery change. The reporter noted that the pump had been exposed to moisture and denied damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/12/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2013 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons responded appropriately to button presses. The complaint of unresponsive buttons could not be confirmed or duplicated on investigation. Unrelated to the keypad complaint, investigation revealed moisture behind the display lens, and the pump powered on with a multicolored display. Investigation also revealed a crack in the pump casing, and there was evidence of moisture contamination observed on the inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.